Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues noticed. All scheduled maintenance and calibration activities were completed. There were no related process or material changes related to the reported condition for this product. Process monitoring data was reviewed for the assembly equipment and there were no issues related to the reported condition. A review of the machine setup was conducted and there were no issues found. A review of the manufacturing equipment was performed as part of this investigation. The review found no issues with the equipment or process related to the reported condition. There were no samples submitted with this complaint, however, a picture was provided for the evaluation. Upon visual evaluation, a fracture to the hub could be seen from the picture. The reported condition of a cracked hub is confirmed based on the picture provided. The exact root cause could not be determined based on available information. A specific root cause could not be determined without an actual sample to examine and there were no related issues found in a review of manufacturing records. There was no indication of a systemic issue with the process or production. Based on available information, no corrective actions are required at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported to the distributor that the needle was broken. According to the photograph provided, the hub was broken/detached from the syringe.